Event description:
The dr told rptr if she had breast implants it would alleviate having aspirations and surgery for cysts and fibroid tumors. He said that her breasts would look the same and that she would still have sensation. Not so, according to rptr. She is disfigured, her breasts are hard and very painful. The story that she was told was completely contrary to the results. She had left breast implant reinserted on 9/23/75. She feels for the 20 yrs of pain and the disfigurement, she should be compensated when the money becomes available to breast implant recipients.